Event description:
It was reported that while the tech was moving the boom arm away from the table of a lightspeed system the arm to the fluoro shield broke and fell off causing the 50lb leaded plexiglass to break. No injury was reported from this incident.

Manufacturer narrative:
The fluoro shield e3051ap was manufactured by aadco medical, inc. (Part s-745hl) and distributed by (B)(4). (B)(4) investigation is ongoing. A f/u report will be submitted once the investigation has been completed.